Event description:
It was reported that the patient faced an issue with the adhesive of the cannula plaster as it did not adhere properly event on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Manufacturer narrative:
MDR 3003442380-2026-11081 / supplemental report 01 additional information - this MDR is being submitted to include the below: e1: initial reporter country. E2: health professional. E3: occupation. H6: investigation results under type of investigation, investigation findings, investigation conclusions. H8: usage of device. H11: investigation summary. Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Imdrf investigation findings code: code c24 is not available in database to capture malfunction observed without conclusive finding. Imdrf cause conclusions code: code d1501 is not available in database to capture cause linked to device but unable to trace more specifically. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 28-apr-2026 against lot number 6008168 and similar malfunction codes: adhesive patch does not adhere to the skin after direct application, adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use the review confirmed that lot 6008168 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 28-apr-2026 against "lot number" criteria equal 6008168 and similar malfunction codes: adhesive patch does not adhere to the skin after direct application, adhesive patch does not adhere to the skin at point of application (i.e., not sticky, no attachment, or a few minutes of attachment). Refer to if the adhesive patch lifts during use. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6008168 was manufactured according to the work instruction (wi) version 18 and packaging in the multivac 14, on 13-jul-2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection on the adhesive tape for the reported malfunction adhesive patch does not adhere to the skin after direct application all test results were within specification as documented in the attached complaint (B)(4) test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were returned and tested in accordance with approved procedures: wi guidance for visual testing for complaints area (version 3): eight cannulas were visually inspected in relation to the reported malfunction code adhesive patch does not adhere to the skin after direct application. The samples were found within specifications. Conclusion: testing did not confirm the reported issue; no nonconformance identified. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008168 and related malfunction codes.one complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation, samples returned and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date no additional patient or event details have been received.